Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, depression and uterine bleeding. Previously administered products included for an unreported indication: effexor. Concurrent conditions included anemia, gerd, asthma, depression, premenopause, dysuria, venereal disease nos and external hemorrhoids. Concomitant products included hydrocodone for pelvic pain female as well as azelastine, clobetasol, diclofenac, epinephrine (epipen), escitalopram oxalate (lexapro), fluticasone, fluticasone propionate (flovent), levosalbutamol hydrochloride (xopenex), lidocaine hydrochloride (lidocaine viscous), mometasone, montelukast and sertraline. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced eczema ("eczema on face"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2016, the patient experienced palpitations ("heart palpitation") and chest pain ("chest pain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and blindness ("vision/eye problems type:unspecified visual loss/ unqualified visual loss, both eyes"). On (B)(6) 2017, the patient experienced micturition urgency ("bladder or urinary problems: urinary urgency"). In (B)(6) 2017, the patient experienced dermatitis contact ("contact dermatitis"). On (B)(6) 2017, the patient experienced dysuria ("painful urination"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced nausea ("nausea") and vomiting ("vomiting"). In 2018, the patient experienced vaginal infection ("vagina infection"). On (B)(6) 2018, the patient experienced hepatic cyst ("liver cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and loss of personal independence in daily activities ("inability to perform daily functions example: sex, walking, lifting and running"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("general abnormal bleeding"), iron deficiency anaemia ("anemia"), vulvovaginal swelling ("labial and vaginal swelling"), vulvovaginal pain ("labial and vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), folliculitis ("benign folliculitis"), urinary tract infection ("uti"), incontinence ("bladder/ urinary problems: incontinence"), uterine dehiscence ("dehiscence of uterine myomectomy site"), complication of device removal ("complication of device removal"), asthma ("asthma"), ascites ("ascites in abdomen"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have heart rate irregular ("irregular heart beat"), fibroma ("fibroid tumor") and right ventricular systolic pressure increased ("high blood pressure in right ventricle"). The patient was treated with ibuprofen, metronidazole (flagyl) and surgery (bilateral salpingectomy - laparoscopic bilateral cornual wedge resection and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, iron deficiency anaemia, dysuria, micturition urgency and incontinence had resolved, the abdominal pain, dyspareunia, heart rate irregular, palpitations, allergy to metals, dermatitis contact, eczema, uterine leiomyoma, fibroma, bacterial vaginosis, vaginal infection, vaginal discharge, vulvovaginal swelling, vulvovaginal pain, female sexual dysfunction, folliculitis, urinary tract infection, uterine dehiscence, complication of device removal, asthma, right ventricular systolic pressure increased, hepatic cyst, ascites, anxiety, depression, nausea, vision blurred, blindness, fatigue, weight increased, gastrooesophageal reflux disease, loss of personal independence in daily activities, chest pain and vomiting outcome was unknown, the dysmenorrhoea had not resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, ascites, asthma, bacterial vaginosis, blindness, chest pain, complication of device removal, depression, dermatitis contact, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, female sexual dysfunction, fibroma, folliculitis, gastrooesophageal reflux disease, genital haemorrhage, heart rate irregular, hepatic cyst, incontinence, iron deficiency anaemia, loss of personal independence in daily activities, menorrhagia, micturition urgency, nausea, palpitations, pelvic pain, right ventricular systolic pressure increased, urinary tract infection, uterine dehiscence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal pain, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder ,general abnormal bleeding, rash/skin condition, psych injury, bladder problems., urinary problems., uti, other, vagina infection, fibroid tumor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6)2013: bilateral occlusion. Fallopian tubes were blocked successfully by essure procedure. I no longer needed to take birth control pills. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, bacterial vaginosis,urinary tract disorder, contact dermatitis, pelvic pain, liver cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: pfs received. New events added: labial and vaginal swelling with pain, apareunia (inability to have sexual intercourse), eczema on face; irregular heart beat; heart palpitations, high blood pressure in right ventricle, nausea, nickel allergy, blurred vision; unspecified visual loss, both eyes, fatigue, weight gain, gerd, dehiscence of uterine myomectomy site; inability to perform daily functions example: sex, walking, lifting and running, asthma, vomiting, abdominal pain, ascites in abdomen. Psych injury updated to depression and anxiety, urinary /bladder changes updated to incontinence, urinary urgency, painful urination. Onset dates for events were updated. Outcome for events added. New reporters added. Concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("allergy : rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vagina infection") and complication of device removal ("complication of device removal") and was found to have fibroma ("other: fibroid tumor"). The patient was treated with surgery ((B)(6) 2018 salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the anaemia, blood disorder, cardiac disorder, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fibroma and complication of device removal outcome was unknown. The reporter considered anaemia, bladder disorder, blood disorder, cardiac disorder, complication of device removal, fibroma, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, general abnormal bleeding, rash/skin condition, psych injury, bladder problems., urinary problems., uti, other, vagina infection, fibroid tumor. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events " menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder ,general abnormal bleeding, rash/skin condition, psych injury, bladder problems., urinary problems., uti, other, vagina infection, fibroid tumor, pain, complication of device removal" were added. Outcome of event " pain, bleeding" were updated as recovered. Lab data, reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, depression and uterine bleeding. Previously administered products included for an unreported indication: effexor. Concurrent conditions included anemia, gerd, asthma, depression, premenopause, dysuria, venereal disease nos and external hemorrhoids. Concomitant products included hydrocodone for pelvic pain female as well as azelastine, clobetasol, diclofenac, epinephrine (epipen), fluticasone, fluticasone propionate (flovent), lidocaine hydrochloride (lidocaine viscous), mometasone, montelukast and sertraline. In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2018, the patient experienced vaginal infection ("vagina infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids") and experienced hepatic cyst ("other injury(ies) or complication(s), please describe: liver cyst"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis contact ("allergy : rash/skin condition/ rashes or skin conditions type:contact dermatitis"), folliculitis ("allergy : rash/skin condition/ rashes or skin conditions type: benign folliculitis"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), complication of device removal ("complication of device removal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis") and abdominal pain ("abdominal pain") and was found to have fibroma ("other: fibroid tumor"). The patient was treated with ibuprofen, metronidazole (flagyl) and surgery (bilateral salpingectomy - laparoscopic bilateral cornual wedge resection and removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the anaemia, blood disorder, cardiac disorder, dermatitis contact, folliculitis, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fibroma, complication of device removal, vaginal haemorrhage, bacterial vaginosis, dysmenorrhoea, uterine leiomyoma, vaginal discharge, hepatic cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, complication of device removal, dermatitis contact, dysmenorrhoea, fibroma, folliculitis, genital haemorrhage, hepatic cyst, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder ,general abnormal bleeding, rash/skin condition, psych injury, bladder problems., urinary problems., uti, other, vagina infection, fibroid tumor. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, bacterial vaginosis,urinary tract disorder, contact dermatitis, pelvic pain, liver cyst. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), bacterial vaginosis, dysmenorrhea (cramping), uterine fibroids, vaginal discharge, liver cyst, abdominal pain. Previously reported event-allergic rash updated to event-contact dermatitis and previously reported event-skin allergy updated to event-benign folliculitis. Reporter information,medical history, concomitant drug, historical drug, events onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, depression and uterine bleeding. Previously administered products included for an unreported indication: effexor. Concurrent conditions included anemia, gerd, asthma, depression, premenopause, dysuria, venereal disease nos and external hemorrhoids. Concomitant products included hydrocodone for pelvic pain female as well as azelastine, clobetasol, diclofenac, epinephrine (epipen), fluticasone, fluticasone propionate (flovent), lidocaine hydrochloride (lidocaine viscous), mometasone, montelukast and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2018, the patient experienced vaginal infection ("vagina infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids") and experienced hepatic cyst ("other injury(ies) or complication(s), please describe: liver cyst"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis contact ("allergy : rash/skin condition/ rashes or skin conditions type:contact dermatitis"), folliculitis ("allergy : rash/skin condition/ rashes or skin conditions type: benign folliculitis"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), complication of device removal ("complication of device removal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis") and abdominal pain ("abdominal pain") and was found to have fibroma ("other: fibroid tumor"). The patient was treated with ibuprofen, metronidazole (flagyl) and surgery (bilateral salpingectomy - laparoscopic bilateral cornual wedge resection and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the anaemia, blood disorder, cardiac disorder, dermatitis contact, folliculitis, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fibroma, complication of device removal, vaginal haemorrhage, bacterial vaginosis, dysmenorrhoea, uterine leiomyoma, vaginal discharge, hepatic cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, complication of device removal, dermatitis contact, dysmenorrhoea, fibroma, folliculitis, genital haemorrhage, hepatic cyst, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder ,general abnormal bleeding, rash/skin condition, psych injury, bladder problems., urinary problems., uti, other, vagina infection, fibroid tumor. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, bacterial vaginosis,urinary tract disorder, contact dermatitis, pelvic pain, liver cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical problem. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, depression and uterine bleeding. Previously administered products included for an unreported indication: effexor. Concurrent conditions included anemia, gerd, asthma, depression, premenopause, dysuria, venereal disease nos and external hemorrhoids. Concomitant products included hydrocodone for pelvic pain female as well as azelastine, clobetasol, diclofenac, epinephrine (epipen), escitalopram oxalate (lexapro), fluticasone, fluticasone propionate (flovent), levosalbutamol hydrochloride (xopenex), lidocaine hydrochloride (lidocaine viscous), mometasone, montelukast and sertraline. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced eczema ("eczema on face"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2016, the patient experienced palpitations ("heart palpitation") and chest pain ("chest pain"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and blindness ("vision/eye problems type:unspecified visual loss/ unqualified visual loss, both eyes"). On (B)(6) 2017, the patient experienced micturition urgency ("bladder or urinary problems: urinary urgency"). In (B)(6) 2017, the patient experienced dermatitis contact ("contact dermatitis"). On (B)(6) 2017, the patient experienced dysuria ("painful urination"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced nausea ("nausea") and vomiting ("vomiting"). In 2018, the patient experienced vaginal infection ("vagina infection"). On (B)(6) 2018, the patient experienced hepatic cyst ("liver cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and loss of personal independence in daily activities ("inability to perform daily functions example: sex, walking, lifting and running"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("general abnormal bleeding"), iron deficiency anaemia ("anemia"), vulvovaginal swelling ("labial and vaginal swelling"), vulvovaginal pain ("labial and vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), folliculitis ("benign folliculitis"), urinary tract infection ("uti"), urinary incontinence ("bladder/ urinary problems: incontinence"), uterine dehiscence ("dehiscence of uterine myomectomy site"), complication of device removal ("complication of device removal"), asthma ("asthma"), right ventricular hypertension ("high blood pressure in right ventricle"), ascites ("ascites in abdomen"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have heart rate irregular ("irregular heart beat") and fibroma ("fibroid tumor"). The patient was treated with ibuprofen, metronidazole (flagyl) and surgery (bilateral salpingectomy - laparoscopic bilateral cornual wedge resection and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, iron deficiency anaemia, dysuria, micturition urgency and urinary incontinence had resolved, the abdominal pain, dyspareunia, heart rate irregular, palpitations, allergy to metals, dermatitis contact, eczema, uterine leiomyoma, fibroma, bacterial vaginosis, vaginal infection, vaginal discharge, vulvovaginal swelling, vulvovaginal pain, female sexual dysfunction, folliculitis, urinary tract infection, uterine dehiscence, complication of device removal, asthma, right ventricular hypertension, hepatic cyst, ascites, anxiety, depression, nausea, vision blurred, blindness, fatigue, weight increased, gastrooesophageal reflux disease, loss of personal independence in daily activities, chest pain and vomiting outcome was unknown, the dysmenorrhoea had not resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, ascites, asthma, bacterial vaginosis, blindness, chest pain, complication of device removal, depression, dermatitis contact, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, female sexual dysfunction, fibroma, folliculitis, gastrooesophageal reflux disease, genital haemorrhage, heart rate irregular, hepatic cyst, iron deficiency anaemia, loss of personal independence in daily activities, menorrhagia, micturition urgency, nausea, palpitations, pelvic pain, right ventricular hypertension, urinary incontinence, urinary tract infection, uterine dehiscence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal pain, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder ,general abnormal bleeding, rash/skin condition, psych injury, bladder problems., urinary problems., uti, other, vagina infection, fibroid tumor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Fallopian tubes were blocked successfully by essure procedure. I no longer needed to take birth control pills.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma, bacterial vaginosis,urinary tract disorder, contact dermatitis, pelvic pain, liver cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.